Event description:
The patient reported that the keypad buttons would not respond appropriately. She stated that she noticed the issue for 2 weeks. The keypad buttons reportedly responded sometimes or not all. It was reported that the down arrow keypad button and the ok keypad button were worst than the up arrow button to respond. It was noted that ok symbol was worn off. The keypad was reportedly intact; the patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact but the keypad symbols were worn off; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive and multiple button presses were required in order get a response. All of the keypad buttons did not click back or spring back. There was evidence of contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.